Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: a curved opening at the edge of the insert to shell bond area on anterior. A microscopic analysis and leak test were performed which identified that the curved opening has a sharp pattern. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: an opening with a sharp pattern at the edge of the insert to shell bond area assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.